Manufacturer narrative:
Pump received button error alarm due to corroded keypad traces. Pump received with scratched lcd window. Pump received with cracked reservoir tube lip. Unit received missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 103 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.